Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing causing inappropriate short atrial tachy response (atr)s episodes. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.